Manufacturer narrative:
Batch records and qc product were reviewed for lot cov1120157. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with dmr. The test results of retained cov1120157 met the qc criterion. We have not found the complaint issue for the retained cassettes. The complaint is not verified.

Event description:
False-positive results. User stated that they tested with ff on (B)(6) 2023 and received a positive result (user did not record lot # and exp. Date for this kit). User tested again on (B)(6) 2023 with ff and received a positive result (lot # cov1120157). User took a rapid test and pcr test at medexpress on (B)(6) 2023, and both results were negative. User tested with ff for a third time on (B)(6) 2023 and the result was positive (user did not record lot # and exp. Date for this kit). On (B)(6), user took a pcr test at cvs and the result was negative. On (B)(6), the user tested for a fourth time with ff and the result was positive (lot # cov1120135).